Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided.

Event description:
It was reported that device presented a hemodynamic defect. A 2.00mm x 8mm emerge balloon catheter was selected for use; however, the balloon catheter had presented a hemodynamic defect. No further information was provided.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. Visual inspection revealed no damage or irregularity. There was contrast present in the inflation lumen and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 4mm, the guidewire lumen was stretched, prolapsed, and punctured.

Event description:
It was reported that device presented a hemodynamic defect. A 2.00mm x 8mm emerge balloon catheter was selected for use; however, the balloon catheter had presented a hemodynamic defect. No further information was provided.